Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results were provided. All channels were sampled. The results reported the device tested positive at 16 cfu/100 ml, 14 cfu/endoscope of micrococcaceae . The olympus subsidiary third party hmi results and service repair device evaluation results are not yet available . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Correction: h4 was inadvertently omitted from the previous report. During processing of this complaint, attempts were made to obtain the user's cleaning, disinfection, and sterilization practices. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing method is described in the instructions for use in the following chapters: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device hygiene microbiological investigation (hmi) results performed by france olympus subsidiary third party and service repair device evaluation . The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope (microorganism revivable) . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then evaluated by regional repair center olympus france (ofr). Device evaluation found no issues or any damage on the device and was sent back to the customer without any repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.